Manufacturer narrative:
The product has not been returned to the manufacturing site complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the lens was later exchanged in a secondary procedure. The clinical reason for explant was mechanical complication. Additional information has been requested.